Event description:
Bilateral augmentation mammoplasty with mcghan smooth 360 gel implants. Rt breast lumpectomy and radiation treatment for left breast cancer. History of capsular contracture on left with explant of intact gel implant. Left replacement with 400 cc mcghan, style 400 gel implant.